Event description:
Customer reported the panorama central station has no audio output. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and plugged in the audio cable.